Manufacturer narrative:
Additional information : the device was manufactured between february 11, 2018 - february 12, 2018. One actual sample was received for evaluation. The bag was received with the fill port cut where the customer likely drained the contents. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak coming from the spike port cap from the base of the spike port tubing. There was no leak coming from the port weld. The reported condition of leak was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported one 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the port weld. There was no patient involvement. No additional information is available.